Event description:
Boston scientific received information that, since implant, the pacing impedances have been consistently increasing. At implant the pacing impedance was 700 ohms. At the most recent follow-up the pacing impedance was 2,300 ohms. All other measurements were normal and within range. A revision procedure was recommended. Please note the device is a competitor product. There were no adverse patient effects reported.subsequently, additional information was received that the rv lead configuration was reprogrammed, and all measurements were within range. The decision was made to just monitor the patient through normal follow-ups. No revision planned at this time.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.